Manufacturer narrative:
Additional information it was reported that one 6f launcher guide catheter kinked, broke and detached while in the patient. A radial approach was used. Resistance was encountered almost immediately upon approach in the patient's arm. An attempt was made to pass a guidewire however this was unsuccessful. Manoeuvring of the launcher was continued with further torquing with no success. The launcher was withdrawn from the arm, and it was noticed that the launcher had broken and detached inside the patient. As the resistance was so immediate within the radial approach and the part that had detached was still within the sheath, the device was able to be removed without needing to snare it. When the device was removed from the patient it was noted to be extremely kinked. It was subsequently reported that the patient passed away later in the procedure, but the death was unrelated to the device itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient was noted to be unhealthy and passed away later in the procedure, but the death was unrelated to the device itself and not a direct result of this product. Initial reporter's phone number provided. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was provided for review. The image shows a detached section of launcher. One end of the launcher is twisted with a torsional kink, and there appears to be a flattened section also with the shaft material stretched. One end of the device appears to have been cleanly cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one 6f launcher guide catheter kinked while in the patient. The device was inspected prior to use with no issues. The device was prepped according to the instructions for use with no issues noted. No patient complications have been reported as a result of this event.